Event description:
It was reported that during a shoulder labrium repair the device had metal shaving/flakes. The shavings were seen after some use of the device. It was felt that too much torque was being put on the device causing metal on metal. The shavings were suctioned out. Another device was used to finish the procedure. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The device was viewed both with the naked eye and under power up to 10x. There was no metal fatigue or indication of missing metal from the device. Upon evaluation, the device was assembled and rotated on its own axis by hand to check for friction or metal on metal contact. The shaver burr spun with out issue or any improper contact between the inner and outer subassemblies. When connected to and tested on a generator, the device ran without any issue and did not produce any flakes or defects. The device history record was reviewed and no discrepancies were noted. As the device showed no indications of metal on metal contact, no conclusion could be made as to what may have caused the reported event.